Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer had a telemetry head issue. The link electronic module (lem) printed circuit board (pcb) assembly tested out of specification. It was also determined at analysis that the power cord bay is broken. Due to excessive corrosion the device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported prior to use that the programmer had a telemetry head issue and the user requested a replacement programmer. The product was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.